Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product found blood visible on the dispenser coil and dried contrast visible on the shaft, which is consistent with handling. There were no kinks found in the shaft, thus, the reported complaint could not be conformed. However, it was noted that the stent implant was loose on the balloon and although the account was informed; they could not confirm when the stent became loose. Stent retention can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The mfg records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this instance, there were crimp marks visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were bent struts in the distal end of the stent implant, such that the distal and middle outer diameters (od) could not be measured, although the proximal stent od met mfg criteria. Since there was no damage noted to the stent implant during product inspection prior to use, it is likely that inadvertent handling contributed to the noted loose stent and bent struts and not a product quality deficiency. In this case, the reported kink could not be confirmed and the subsequent loose and damaged stent implant is likely related to handling. No corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances.

Event description:
Device issue: loose stent. Time of device issue: unk. Adverse event: none. It was reported that upon removal from the package, the shaft of the promus stent delivery system was noted to be kinked. Reportedly, there was no pt involvement. No additional event or pt info is available. Analysis of the returned device identified a loose stent. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.